Manufacturer narrative:
Additional information: (B)(4). Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zct300 14.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. Zct300 iol was explanted (B)(6) 2019 due to complaint of residual refractive error and replaced with a zct300 17.0 diopter iol. It was reported the lens is not being returned as it was discarded. Through follow up, additional information was received confirming residual refractive error was observed (B)(6) 2019 1-day post-op. There was no complications such as capsular tear, no incision enlargement, no serious patient injury, and no suture(s). It was reported the patient is doing great post-lens exchange. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.